Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to e2 and e3 which were inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the power issue was due to a faulty power supply printed circuit board. A new board was required. The housing bezel was cracked, and the clone out connection did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor power shut off. The issue was found during the middle of a therapeutic colonoscopy procedure. The procedure was completed with no delay using the same device. There were no reports of patient harm.